Event description:
Pump shut off during infusion. Incident occurred on (B)(6) 2011 - no pt injury reported. Occurred in oncology department during continuous therapy device.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.